Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the farawave pulse field ablation catheter 31mm was selected for use. The catheter was deployed to a basket shape in the left superior pulmonary vein (lspv) and spline inversion was noted. The catheter was retracted back into the sheath, rotated to correct the splines, and redeployed into a basket configuration with no issues. The lspv ablation applications were completed with no patient complications. When trying to wire the left inferior pulmonary vein (lipv), the physician attempted to go from flower to basket configuration and the fellow pulled the guidewire inside the catheter, instead of advancing the guidewire. Subsequently, the physician attempted to go to basket configuration without a guidewire extended, and spline inversion reoccurred. The fellow then advanced the guidewire, which then got stuck. Additional attempts methods were performed to dislodge the wire and were successful but could not advance the guidewire out of the catheter. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications reported. The device is expected to be returned.

Manufacturer narrative:
The product was not returned for analysis to identify any anomaly with the device; therefore, the reported guidewire stuck issue cannot be established due to lack of evidence. Therefore, a technical analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the farawave pulse field ablation catheter 31mm was selected for use. The catheter was deployed to a basket shape in the left superior pulmonary vein (lspv) and spline inversion was noted. The catheter was retracted back into the sheath, rotated to correct the splines, and redeployed into a basket configuration with no issues. The lspv ablation applications were completed with no patient complications. When trying to wire the left inferior pulmonary vein (lipv), the physician attempted to go from flower to basket configuration and the fellow pulled the guidewire inside the catheter, instead of advancing the guidewire. Subsequently, the physician attempted to go to basket configuration without a guidewire extended, and spline inversion reoccurred. The fellow then advanced the guidewire, which then got stuck. Additional attempts methods were performed to dislodge the wire and were successful but could not advance the guidewire out of the catheter. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications reported. The device was not received for analysis.